Event description:
During an endoscopic ligation procedure, a cook 6 shooter saeed multi-band ligator was used in the esophagus. The first and second bands released together and entered the pt's stomach [band did not attach to esophageal varices]. Then the trigger cord could not be pulled when rotating the handle. The remaining 4 bands released together after forcing them to release. These bands entered the pt's stomach as well. The ligator was removed from the pt and endoscope. See MDR 1037905-2013-00456. The physician used a new cook 6 shooter saeed multi-band ligator to proceed with the procedure. The first and second bands released together and entered the pt's stomach. See MDR 1037905-2013-00457. The physician gave up the procedure and removed the endoscope and ligator. The bands were left in the pt's stomach. The pt did not require any additional procedures due to the occurrence with the mbl device. The pt also experienced what was described as a little gastric mucosal hemorrhage during the procedure. This mucosal hemorrhage occurred because of the vacuum suction which is a process of endoscopic esophageal varix ligation. Pt has no latex allergy. There was a device called sengstaken-blackmore tube placed at the gastric mucosal hemorrhage in order to apply compression hemostasis after sending the pt back to the ward. The pt went home with no other hemorrhage.

Manufacturer narrative:
Investigation evaluation: the device was returned with a barrel with all six bands deployed and no bands remaining. Functional testing could not be conducted because the bands had been deployed. No defects or abnormalities were observed with the barrel or trigger cord. Movement of the handle wheel was performed and functioned as intended. The trigger string was then evaluated and was found to be within specification. The lot number associated with this complaint was researched to determine the mfg date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to place the endoscope tip in a straight position during the loading process. Loading the barrel and trigger cord with the endoscope tip curved can contribute to premature band deployment. Premature band deployment can occur if care is not exercised while loading the device onto the endoscope. The instructions for use direct the user to slowly rotate the handle clockwise to wind the trigger cord onto the handle spool until it is taut. The instructions advise the user that care must be taken to avoid premature band deployment when winding the trigger during system preparation. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the pt. The instructions for use direct the user to keep the handle in the two-way position prior to introducing the endoscope. After incubation, the instructions for use direct the user to place the handle in the firing position. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.